Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged, interrupting insulin delivery. Customer¿s blood glucose level was 213 mg/dl. Additionally, cartridge change errors occurred with multiple cartridges during the load sequence. Customer loaded a new cartridge to address the issue.